Event description:
It was reported that the atrial lead exhibited insulation damage. The lead was explanted and successfully replaced.

Manufacturer narrative:
Further information was requested, but not yet available.

Manufacturer narrative:
The reported event of insulation damage was not confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Event description:
Additional information received indicated the insulation damage on the right atrial (ra) lead was discovered during the procedure. The patient was asymptomatic and stable throughout the procedure.